Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced the roller tubing to resolve the issue. Fse verified quality control was acceptable. Analyzer resumed normal operation. Phone number is (B)(6). The beckman coulter internal identifier is: (B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results and quality control (qc) for sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.